Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported "rupture". This record is for right side. The device was explanted. Device will not be returned.